Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the biomed that they experienced "massive 35 percent accuracy variation" with chemo therapies. This was reported to bd representative during a site visit. This is only reported in outpatient areas per reporter. There was no information on patient involvement.

Manufacturer narrative:
Additional information : manufacturer narrative. Root cause : the root cause for the reported issue of an accuracy variation issues with chemotherapies was not determined because no products or device logs were returned.

Event description:
It was reported by the biomed that they experienced "massive 35 percent accuracy variation" with chemo therapies. This was reported to bd representative during a site visit. This is only reported in outpatient areas per reporter. There was no information on patient involvement.